Event description:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change after backflow stopped, and the device was removed as is. The procedure was completed by switching to manual compression.there was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until the flow slowed or stopped. The indicator did not show black, and the physician¿s thumb was not on the deployment button during retraction. The indicator window showed no red color. Upon device removal, the indicator wire loop was visible and intact, with no anomalies noted. The device was not deployed outside the patient¿s body, and no injury occurred after the procedure. The device was used after a percutaneous coronary intervention (pci) procedure with a same-side retrograde puncture pci. A non-cordis catheter sheath introducer (csi) was used. The femoral artery¿s suitability and insertion angle (30¿45°) were verified by angiography, and the vessel diameter was =5 mm. There was no visible calcium, plaque, stent, or stenosis >50% near the puncture site, and the site had not been previously closed with any closure device within 30 days. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There was no visible device or packaging damage. The device will not be returned for analysis.

Manufacturer narrative:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change after backflow stopped, and the device was removed as is. The procedure was completed by switching to manual compression.there was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until the flow slowed or stopped. The indicator did not show black, and the physician¿s thumb was not on the deployment button during retraction. The indicator window showed no red color. Upon device removal, the indicator wire loop was visible and intact, with no anomalies noted. The device was not deployed outside the patient¿s body, and no injury occurred after the procedure. The device was used after a percutaneous coronary intervention (pci) procedure with a same-side retrograde puncture pci. A non-cordis catheter sheath introducer (csi) was used. The femoral artery¿s suitability and insertion angle (30¿45°) were verified by angiography, and the vessel diameter was =5 mm. There was no visible calcium, plaque, stent, or stenosis >50% near the puncture site, and the site had not been previously closed with any closure device within 30 days. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There was no visible device or packaging damage. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18422410 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.